Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient admitted with cardiogenic shock (cgs) and cardiomyopathy. During support, the pump experienced optical signal issues, although position was confirmed. After approximately two months of support, the pump was found to have migrated out of position due to sleeve damage, allowing it to cross beyond the valve and into the left ventricle. The device was explanted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs show stable placement signal and stable 5s parameters. There were no motor current spikes. Limited clinical information was provided. The root cause of the optical signal issue was not determined as no product was returned and no data log abnormalities were observed. The root cause of the positioning issue was most likely use related as issue occurred during patient ambulation. The root cause of the product damage (sterile sleeve damage) was not determined as no product or images were returned for analysis a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.